Event description:
Mityvac with a facial presentation. Device affixed more on the forehead and facial features. Swelling around eyes and forehead. This report is being filed as a result of the FDA public health advisory notice. Need for caution when using vacuum assisted delivery devices. This notice initiated an internal review and this event was identified as a result of that review.